Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented via remote transmission showing non-sustain lead noise due to post-paced t-wave oversensing. Programming changes were recommended. The patient was not receiving any therapy due to the t-wave oversensing. The physician decided to leave the settings the same. So no changes were made. Patient is doing great.